Event description:
During a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The extremely calcified lesion in the right coronary artery was predilated with a 2.75x12mm quantum balloon. While trying to deploy a taxus express2 2.75x20mm drug eluting stent, the balloon burst. The stent and balloon were removed. The physician then tried a taxus express2 2.75x8mm drug eluting stent, which also burst while trying to deploy. This was removed as well. The procedure was completed with poba only. No patient complications occurred. Patient status is satisfactory. Same case as #6000089-2006-00061.